Event description:
It was reported that during the implant procedure they had difficulty positioning the lead and the lead was not stable with the lobes fully deployed. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Blood was present on the outer tubing and helix.